Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The user facility reported that an automated impella controller (aic) had a self-diagnosis failure when starting up. The aic was restarted, but the same issue occurred again. Another aic was used successfully.